Manufacturer narrative:
The investigation determined that lower than expected vitros na+ results were obtained from quality control and patient samples using vitros na+ slide lot 4219-1022-3562 on a vitros 5600 integrated system. The event was isolated to the calibration event performed on (B)(6) 2020. The calibration was suboptimal when compared to the typical calibration parameters, and as shown by the low recovery of the post calibration quality control results. The assignable cause of the suboptimal (B)(6) calibration was caused by user error in not following proper protocol for cartridge equilibration. Acceptable vitros na+ performance was observed after the calibration event that occurred on (B)(6) 2020. Vitros na+ within-run precision testing indicated the vitros 5600 system was performing as intended and did not likely contribute to the event. The customer stated that vitros na+ quality control results were within the established control ranges prior to (B)(6) 2020 calibration event. The investigation found no indication the vitros reagent malfunctioned, as recalibrating without any additional actions resolved the issue. In addition, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ slide lot 4219-1022-3562.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report lower than expected sodium quality control results and patient results that were obtained after calibrating the in-use slide lots of vitros sodium (na+) slides on a vitros 5600 integrated system. Vitros na+ slide lot 4219-1022-3562. Biorad l3 unassayed chemistry na+ results of 140.9 and 140.0 mmol/l vs. The expected result of 153.1 mmol/l. Patient sample 1 na+ result of 142 mmol/l vs. The expected result of 157 mmol/l, patient sample 2 na+ result of 138 mmol/l vs. The expected result of 151 mmol/l, patient sample 3 na+ result of 136 mmol/l vs. The expected result of 151 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. Affected patient sample results were reported outside the laboratory, however, corrected reports were issued and there were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).